Event description:
New information received notes another instance of t-wave oversensing. No further action was required.

Event description:
It was reported that device interrogation revealed t-wave oversensing. Programming changes were made. The patient was not aware of any issues.